Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high impedance was noted on the right atrial (ra) lead. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.